Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition or pt behavior.

Event description:
The product was returned as an implant failure because of infection. Based on the report, the pt had poor oral hygiene, good bone quantity and type 1 of bone quality. Traditional 2 stage surgery was done. Fixture was being placed in tooth location #13. The pt had a medical history of diabetes, alcohol and tobacco use. No bone augmentation material was used. The implant was removed because of infection. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.